Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low/high alarm failed to trigger and as a result, the customer became hypoglycemic with symptoms of seizure and a loss of consciousness. The customer was provided juice and sugar tablets for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low/high alarm failed to trigger and as a result, the customer became hypoglycemic with symptoms of seizure and a loss of consciousness. The customer was provided juice and sugar tablets for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated to include librelink app results.